Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician implanted the drainage catheter in patient; however, the next day the physician found that bile was leaking from the distal joint of drainage catheter. It was replaced with new catheter. The patient did not require any additional procedures due to this occurrence and did not have any additional adverse effects.